Event description:
Medical staff reported, left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Medical staff reported left-side rupture. Device has been explanted and replaced.

Event description:
Medical staff reported left-side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed one opening on the radius side assessed as surgical damage. Additional observations: ¿ yellow particles observed on the device. No further actions are required as the device was implanted.